Manufacturer narrative:
The event is currently under investigation.

Event description:
During the procedure, the tip of the sheath hurt the arteria radialis from the inside. The user noted the tip was sharp-edged, hard and not quite even. According to the initial reporter, the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of complaint history, device record history, drawing,quality control and visual inspection and dimensional verification of the returned device was conducted during the investigation. The visual examination and inspection of the two returned introducers reported the tip on both of the sheaths appeared nicked. The dilators were not returned to verify that the transition between the sheath and dilator is smooth. Also, the taper length could not be verified. An 0.073" mandril was used to check the transition, and the transition was appropriate with no gaps between the mandril and sheath. The sheet has injured the arteria radialis from inside." The performer introducer set is packaged with a sheath, needle, and a cope nitinol mandril wire guide. The damage to the introducer looks like it was likely caused by the wire guide. Although it appears the wire guide likely caused the damage, the transition from sheath to dilator could have been a cause for the failure. The transition between the sheath and dilator could not be checked because the dilators were not returned. Therefore, a definitive root cause could not be determined based on the information provided and the devices returned. There is no evidence to indicate the product was not manufactured according to specifications. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
During the procedure, the tip of the sheath hurt the arteria radialis from the inside. The user noted the tip was sharp-edged, hard and not quite even. According to the initial reporter, the patient did not require any additional procedures due to this occurrence.